Event description:
Patient has an MRI conditional to 1.5t linx device for reflux. Patient was scheduled for MRI cervical and lumbar spine. Upon moving the patient table into the 1.5t magnet (siemens espree) the patient experienced severe pain in lower chest. Patient was removed from MRI table and zone 4. MRI scans were cancelled. Patient sought treatment in ecc. X-ray and CT were negative. Both test described the linx device as "in place".